Manufacturer narrative:
Pump serial numbers: (B)(4). Cartridge lot numbers: m114459, m020211.

Event description:
Quarterly summary complaint recrod for alleged cartridge fit issues: it was reported that the cartridge did not fit, was loose, could not be installed, or dislodged from the pump. The issue was resolved by using a new cartridge. There was no adverse impact.